Manufacturer narrative:
The pump alarmed button error and had no button response due to the corroded keypad traces. The pump did not react on its own. There was no unexpected number ramping or scroll bar moving with no input noted. There was no audio/beep anomaly or vibrate anomaly noted. There was no moisture damage noted on the electronic assembly or on the motor. The pump had cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was buzzing and she was advised that she had a button error alarm. Customer's blood glucose was 199 mg/dl. Customer stated that it kept showing that a button was pressed for more than 3 minutes. Customer stated that she wears the pump in her bra and it is so hot that sweat may have gotten in the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.